Event description:
It was reported that low speed advisory alarms occurred. Log files submitted for review which revealed speed drops lower than the low speed limit. Technical services was onsite (B)(6) 2021, for a driveline repair. The entire external portion of the driveline was replaced with no issues. This patient's velour was exposed due to surgeon technique. The velour was cut into based on trying to replace as much of the external portion of driveline as possible.

Event description:
Technical services reviewed additional submitted log files which revealed a pump stop on (B)(6) 2021. This occurred while the patient was connected to the mpu.

Manufacturer narrative:
Incidental findings: superficial damage to the outer jacket was confirmed. Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events while the patient was supported by the mobile power unit (mpu). Based on past experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. The report of cosmetic damage to the driveline was confirmed through the evaluation of the returned segment. The submitted log files captured transient low speed events on (B)(6) 2021 with associated low speed advisory alarms. A transient pump stop event was later captured on (B)(6) 2021 with associated low speed hazard/advisory and low flow hazard alarms. The associated voltage levels indicated that the events occurred when the system was powered by the mpu, consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 26.5¿ of the external portion of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. A clamshell was observed at the distal end of the driveline, and a split in the bend relief was observed upon removal of the clamshell (manufacturer report number: 2916596-2020-04167). The driveline was wrapped in rescue tape approximately 2¿ ¿ 4.5¿ from the controller connector, and removal of the rescue tape revealed damage to the outer jacket approximately 3¿ ¿ 4 from the controller connector. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage through the insulation of any of the driveline's wires. An attempt was made to obtain additional information from the customer regarding the plan of care; however, the account reported that they were unable to share this information. Of note, the account reported that the patient was using an ungrounded patient cable on (B)(6) 2021. The patient remains ongoing on heartmate ii left ventricular assist system lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the returned driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.